Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the centrifugal pump console. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate the device and was not able to reproduce the reported failure. He checked the cable connections and found some liquids under the display. He replaced the display as precaution. Subsequent functional verification testing was completed without further issues and the unit was returned to service.

Event description:
Livanova (B)(4) received a report that there was no communication between the bubble sensor and the control panel of a sorin centrifugal pump console during procedure. The menu button on the panel could not be activated. There was no report of patient injury.